Event description:
It was reported that the patient could not get back stimulation and that it hurt to sit or stand. Device interrogation results were normal on (B)(6) 2011. X-ray results showed that the leads had been implanted at t-8 but were found at t-9. No action was taken and the issue was reported as resolved without sequelae.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011 , explanted: unknown; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 3708160 , serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown' extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknow; programmer model 37643, serial # (B)(4).